Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s brother reported via phone call that the customer experienced high blood glucose. Customer¿s blood glucose level was 600 mg/dl. The customer treated with the insulin pump. Customer has been using insulin pump system within 48 hours of reported high bg event. The troubleshooting for high blood glucose was performed. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.